Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient tolerated the procedure well.

Event description:
It was reported that multiple episodes of non-sustained rv oversensing episodes were observed. Episodes appeared to be lead noise. Patient was asymptomatic. Noise was not reproducible in clinic. Programming changes were made.

Manufacturer narrative:
(B)(4).